Event description:
Hamilton medical ag received the following event description: the unit showing panel connection lost. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). According to the complaint description, the device alarmed with "no serial number " and "panel connection lost". It is important to emphasize that no patient was involved at the time of the event. The logfiles show the panel connection lost: (B)(6) 2024 09:54:36 power-off (B)(6) 2024 power 3. (B)(6) 2024 10:29:32 panel connection lost alarms 4010. (B)(6) 2024 10:29:22 panel connection lost alarms 4010. (B)(6) 2024 10:26:05 panel connection lost alarms 4010. (B)(6) 2024 10:25:55 panel connection lost alarms 4010. (B)(6) 2024 10:06:55 panel connection lost alarms 4010. (B)(6) 2024 10:06:45 panel connection lost alarms 4010. (B)(6) 2024 10:03:20 panel connection lost alarms 4010. (B)(6) 2024 10:03:10 panel connection lost alarms 4010. (B)(6) 2024 10:02:57 nebulizer off special 501. The root cause was identified as a defective vu esm, which was subsequently replaced. Following the replacement, the device functioned as intended.